Event description:
The patient came to the hospital due to acute myocardial infaction. A physician confirmed 100% stenosis of the proximal anterior descending artery (lad). The physician attempted percutaneous coronary intervention. In 2006, when the physician was stenting the patient, a perforation occurred in the proximal lad. He therefore successfully deployed a jostent graftmaster to stop the hemorrhage. The hemorrhage and "good bloodstream" were confirmed on cardiac angiography. The next day, at 8:00 am, the patient experienced arrhythmia/bradycardia. The patient expired on the same day. An autopsy was not performed.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.